Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer reported blood glucose reading was over 200 mg/dl and pump is telling its 45 mg/dl. The customer woke up at low blood glucose of 65 mg/dl and sensor glucose was in 40 mg/dl range. The customer ate something for treatment, about 45 min after eating breakfast customer checked blood glucose and it was 200 mg/dl and sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor glucose value of 58. Threshold suspend limit in sensor settings was 60. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test sensor passed per specification. Also, we performed bicarbonate buffer test and sensor failed per specifications due to high readings. Also, found sensor with cannula split from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used.